Event description:
The patient was being treated for aspiration pneumonia. She was unable to tolerate feedings by mouth. A dobhoff feeding tube was inserted. A chest x-ray was obtained. The chest x-ray showed the enteric tube in the right mainstem bronchus and extending into the right lung parenchyma or the right pleural space with a right apical pneumothorax. The tube was removed. The patient went into respiratory distress requiring bipap. She was a dnr/dni. The patient passed away.